Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report was previously submitted under (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to elevated cobalt levels. During the revision, metallosis was noted on the neck trunion.